Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device (calculated from manufactured date) ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the cause of the no external power event on (B)(6) 2018 could not be confirmed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power event on (B)(6) 2018 at 6:34:42 pm. No additional information was provided.